Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead dislodged several times while slitting the sheath. In addition, the threshold was not ideal. The lv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.